Event description:
The customer called technical support (ts) reporting that the device is getting a primary alarm failure message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line : (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the motor controller (mc) printed circuit board assembly (pcba) and central processing unit (cpu) pcba to repair the speaker which resolved the reported issue. The device passed required performance verification tests per philips standards. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.